Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's power went out and when they went to re-plug their refrigerator in, they received a shock. The device is still in use. No further patient complications have been reported as a result of this event.